Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27 mm bioprosthetic aortic valve was explanted after an implant duration of seven (7) years, eleven (11) months, and ten (10) days due to calcification. No complication reported. The patient was discharged and doing well.

Manufacturer narrative:
H10. Additional manufacturer narrative: in b5 added additional information on additional patient past medical history. In f10 added device code 2921 and 466. H11. Corrected data: in f10 patient code from 3190 to 1707.

Event description:
Through medical records it was learned that the patient underwent aortic valve replacement due to aortic stenosis. The bioprosthetic valve was examined and all leaflets were heavily calcified and immobile. The 27mm bio rosthetic valve was replaced with a 24 mm mechanical valve. Post-procedure, the patient was doing very well and discharged in stable condition. Significant past medical history: CABG x4, aortic stenosis, coronary artery disease, diabetes mellitus ii, congestive heart failure, hypertension, hypercholesterolemia, and renal stenosis, congestive heart failure, and enlarged liver.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.